Event description:
A registered nurse reported that approximately after 5 months of implantation of an intraocular lens (iol), the lens was explanted with a patient reason of blurry vision and a clinical reason of wrong power and mechanical complication. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).